Event description:
A surgeon reported that following a combined procedure consisting of an anterior vitrectomy and a glaucoma filtration device (gfd) implantation, suture lysis was performed three times. In a follow up appointment, the pt presented with a shallow anterior chamber, iritis and the gfd was found to be touching the iris. The iritis resolved without treatment. The surgeon also reported that the gfd remains implanted. Additional information is not expected.

Manufacturer narrative:
The sample was not returned, therefore, the condition of the product could not be verified and visual inspection could not be performed. Results from t he device history record review indicated that no abnormalities were found and the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reports with the lot number. Additional information is not expected. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that 3.5 years after initial shunt implantation, the shunt continues to have contact to the iris.